Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 500 mg/dl and diabetic ketoacidosis (dka) identified as dangerous. Additionally, the customer experienced; nausea, vomiting, diarrhea, and abdominal pain. Cause was unknown. Reportedly, elevated bg was addressed via a manual injection. Contact spoke with the customers endocrinologist whom diagnosed the customer with dka and recommended treatment at home. Recommendation was made for customer to contact tandem technical support when elevated bg is occurring. Contact acknowledged.